Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. The shafts, tip, markerbands, balloon, and stent were microscopically examined. The balloon was tightly folded in the middle; however, the balloon cones were partially inflated. The stent was secure on the balloon and was partially deployed on both the proximal ends. The middle and distal end of the stent was damaged with struts that were bent and flared. There were numerous hypotube kinks. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, concentric, de novo target lesion was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. After predilation was performed, a 12 x 3.50mm rebel stent was advanced to treat the lesion. However, when device was attempted to pass though the implanted stent in the proximal lad, the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, concentric, de novo target lesion was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. After predilation was performed, a 12 x 3.50mm rebel stent was advanced to treat the lesion. However, when device was attempted to pass though the implanted stent in the proximal lad, the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.